Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to atrial fibrillation with rapid ventricular response. When presented in the hospital the next day, high capture threshold, loss of capture and low sensing threshold were observed. X-ray revealed lead dislodgement. The lead was explanted and replaced. The patients condition was good after the event.